Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was seen for a follow-up after a patient alert was triggered. Technical support reviewed the session records and lead damage was suspected as the lead was unable to deliver therapy. The lead impedance was also decreased. The lead was explanted and replaced. The patient is stable.